Manufacturer narrative:
(B)(4)

Event description:
It was reported that guide wire distal tip detachment occurred. A 185cm j-tip pt²¿ guide wire was used to cross the lesion. However, during the procedure, it was noted that the tip of the guide wire shredded off. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: unit returned in a generic plastic bag, overall visual revision did not identify failures or evidence that could be lost due to decontamination process. The device has the distal tip detached at 183,2 cm from the proximal end. The overall length and outer diameter (od) of the distal tip could not be performed due to device condition. Od of the middle and proximal section of the device was within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that guide wire distal tip detachment occurred. A 185cm j-tip pt guide wire was used to cross the lesion. However, during the procedure, it was noted that the tip of the guide wire shredded off. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.